Event description:
It was reported that a revision surgery was performed several weeks post-op for a failed ac joint repair. The surgeon originally implanted an ac tightrope in 2009. Several weeks post-op, the superior button of the tightrope pulled though the pt's clavicle because of soft bone quality. The surgeon revised the joint with an ac graftrope because of the larger button size which seats on the clavicle. A cannulated drill was utilized in bone preparation for the revision case. A couple of weeks post-revision, an x-ray revealed an ac separation again. The surgeon believes this time the suture may have broken between the clavicle and the coracoid; however per x-ray, the superior button is still intact above the clavicle and the inferior button is intact below the coracoid. The current treatment plan has not been determined; the surgeon is considering another operation. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The explanted device was requested for evaluation but was not returned; it was reported as discarded by the facility. The complainant's event could not be verified; the cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause for this event was poor pt bone quality. Other potential causes for post-op loss of ac reduction include graft failure or slippage, suture abrasion, knot failure, and/or pt non-compliance with the post-op protocol. The potential causes of this type of event are being communicated to the event reporter. If additional relevant info is obtained and/or a second revision is performed, a follow-up report will be submitted.